Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that  the patient reports has been having issues with recharger staying connected with implant for the past 6-8 weeks. The following troubleshooting steps were performed; reset the recharger, dismissed code, located the ins by looking for incision and/or palpating the ins, repositioned the recharger. The troubleshooting steps that were taken on the call resolved the issue. Patient confirmed seeing charging screen and excellent connection. Additional information was received from the patient. They reported that the cause of the recharger not staying connected was determined. They wrote that they were told that sometimes the charger has a 'glitch' that is responsible for connection issues. They wrote that they were told "the recharger is not a 'smart device' it looks for metal to charge, and that the issue with not charging wasn't uncommon. On 2022-may-03, additional information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported that in the last year pt has experienced significant memory problems and for at least 6 months now, recharging every week has become almost impossible. Pt said one of the techs is very good but the other is not a lot of help. Caller said they are now considering the possibility of device removal and potential replacement with a non rechargeable device but wonder if their insurance will pay for that to happen. Patient services recommended they get in touch with the insur ance specialist at the doctor's office to ask them to submit for pre approval. Additional information was received from the patient. They reported that they had a system replacement on 2022-jul-25 due to all the issues with recharging; they said that the system "malfunctioned."